Event description:
Related manufacturer reference number: 2017865-2022-06808. It was reported that diaphragmatic stimulation and episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. Provocative testing and diagnostic imaging were both performed, but no abnormalities were observed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.